Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. The cause of death has been requested, but has not been received. Evaluation summary analysis confirmed an intermittency between the connector pin and the cap. Full lead returned and analyzed.